Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: damaged syringe the plungers appeared to have ¿failed¿ as medication fluid then poured out of the barrel of the syringes. Medication was successfully drawn up with another syringe on each occasion. No patient was impacted as this was during the preparation of medication with manual use. No patient harm.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. No photos or physical samples that display the reported condition were available for investigation. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot involved in this incident is unknown, a device history review cannot be performed. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. Damage can occur if the product gets jammed within the equipment. Without a physical samples or lot code to review device history records a definitive root cause cannot be identified at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.